Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported when turning patient over, the brown luer-lock connection of the cvc was stuck on the bed rail and the connection broke. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported when turning patient over, the brown luer-lock connection of the cvc was stuck on the bed rail and the connection br oke. The catehter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Full UDI is not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported when turning patient over, the brown luer-lock connection of the cvc was stuck on the bed rail and the connection broke. The catehter was replaced. The patient's condition is reported as fine.